Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. The instructions for use for this product states: when using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. Replication of the sheath damage may occur if the sheath is over pulled during advancement. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A secondary condition of disengaged sheath was noted that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during hiatal hernia laparoscopic procedure, the surgiwand with cautery's sheath got cracked during the case and caused leakage.the distal tip of the black sheath was damaged. Used another device in order to complete the case. No patient injury was reported. Patient status: alive - no injury.